Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, serial/lot #: 2122f00449, ubd: , UDI#: (B)(4). ; product ID: 9736411, serial/lot #: -, ubd: , UDI#: ; product ID: 9736355, serial/lot #: 2.0.3, ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. The computer was replaced. Codes b01, c02, d02 apply. Evaluation of the returned computer confirmed the event. A watchdog error and pulse audio error was found. Codes b01, c02, d02 apply. Evaluation of the returned software logs confirmed the event. Codes b01, c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system, the screen displayed scrolling linux commands which included, "failed to start pulseaudio system server," and "watchdog: bug: soft lockup - cpu #11 stuck." The system did not progress to the sign-in screen. The manufacturer representative (rep) performed a hard reboot and after signing into the clinical application, the screen displayed a blank admin screen. The rep performed another hard reboot, and the issue was resolved. There was no patient involvement.